Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported that potassium chloride ivp infused too quickly. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 722-13n lot number 20126452 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that the sec set 20dp 30in w/hanger ll experienced flow issues, and overinfusion. The following information was provided by the initial reporter: material no: 722-13n batch no: 20126452. Potassium chloride ivp infused too quickly (39 min or less instead of 1 hour). Programmed rate: 100 ml/h. What was the date and time of event? (B)(6) 2021, 0544-0623. Did this event occur during patient use? Yes. Medication involved: primary: ½ ns w/ 20 meq of kcl, secondary: potassium chloride 20 meq was there any harm to the patient? No harm detected.

Manufacturer narrative:
Date of birth: only the patient's age was provided, therefore a default date of birth has been listed a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the sec set 20dp 30in w/hanger ll experienced flow issues, and overinfusion. The following information was provided by the initial reporter: material no: 722-13n batch no: 20126452 . Potassium chloride ivp infused too quickly (39 min or less instead of 1 hour). Programmed rate: 100 ml/h. What was the date and time of event? (B)(6) 2021 0544-0623. Did this event occur during patient use? Yes. Medication involved: primary: ½ ns w/ 20 meq of kcl, secondary: potassium chloride 20 meq was there any harm to the patient? No harm detected.